Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the unintended movement of the device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted and advanced to a2p2 of the mitral valve when the physician noted the cds was moving in an unintended direction during the delivery catheter (dc) handle translation therefore the cds was removed. One clip was implanted reducing the mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported issue of unintended movement associated with the delivery catheter (dc) shaft positioning was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported unintended movement associated with the dc shaft positioning cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a